Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned for analysis. Other: it was reported that the patient was exercising when oversensing/fracture occurred. The lead was explanted. No patient complications have been reported as a result of this event. Additional information received reported the patient experienced inappropriate and/or excessive shocking. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that the patient was exercising when oversensing/fracture occurred. The lead was explanted. No patient complications have been reported as a result of this event. Additional information received reported the patient experienced inappropriate and/or excessive shocking.